Event description:
On (B)(6) 2011 customer reported a clenz leak underneath the act diff 2 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the red blood cell (rbc) and white blood cell (wbc) baths were overflowing. Fse observed that the waste pump for the baths was defective and the baths would not drain. Fse replaced the waste pump and verified the repairs per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).